Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive escape and activate buttons due to the unlocked keypad connector. Unable to verify the battery out limit alarm due to the unresponsive buttons. No blank display during testing. No damage found on the lcd isolation tape noted. Also, the device was received with minor scratched lcd window and scratched case.

Event description:
Customer reported a battery out limit alarm. The customer's blood glucose was 307 mg/dl. She had treated her blood glucose with a manual injection. The customer could not be assisted with clearing the alarm. The customer also stated that the insulin pump now had a blank display. She also reported that her esc and act button was not responding. The customer could not recall any significant events leading tot he alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.